Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and cyst. Visual analysis of the photographs identified: ¿ cyst: unable to observe since it is not related to the device. ¿ seroma/late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "cysts scattered in both breasts, with clear limits, high signal on t2wi fatsat, intermediate on ti wi, maximum size = 8mm" and "left implant was intact, with little fluid around the implant cap." Device has been explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy

Event description:
Healthcare professional reported "axillary lymph nodes were inflammatory forms."